Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected at inspection prior to use according to the following IFU (operation manual). 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had broken wires. The issue was found during reprocessing and there was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.